Manufacturer narrative:
This report is submitted on july 25, 2022.

Event description:
Per the clinic, the patient experienced an infection (site of infection unknown). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on august 25, 2022.